Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon receiving patient identifiers, product identifiers and date of surgery an additional medical device report was submitted under mfg. Report num.1119421-2020-01524.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A surgeon reported that following five intraocular lens (iol) implant procedures, there were unexpected outcomes. The patients are not seeing as well as previous results. These five lenses have been removed from the patients eyes. Additional information was provided that of the five iols there were three different models. One of these events was not attributed to the iol. There are three medical device reports associated with five iols from one surgeon. This report is associated with one iol of one model.